Event description:
Boston scientific received information that this atrial lead was not capturing and as a result, the patient was experiencing pacemaker sydrom. It was determined that the lead was dislodged. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Should this lead get returned, it will be analyzed and this report will be updated.